Event description:
It was reported to philips that the device was not showing the complete vessel image. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the image processing computer needed to be replaced. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not showing the complete vessel image. Upon functional testing, the fse found that the cause of the issue was image processing (ip) pc. The fse cleaned and reseated the ip pc. After cleaning and reseating of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.